Manufacturer narrative:
(B) (4). Conclusion: the reported behavior resulted from the interaction between a specific smartcheck option and the reading of implant memories (aida) in the programmer software. Aida will operate normally upon next f/u. The reset memories checkbox will not be available in the next version of smartview (B) (4), in order to avoid such event to recur. Meanwhile, "reset memories" option in smartcheck should not be checked if aida has not been read before starting the tests.

Event description:
During the routine f/u of the device involved in this report, no f/u data stored in device memory (aida) was available at interrogation. Some of the statistics were available.